Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple minimum fill notifications, with multiple cartridges, after filling with 200 units of room temperature humalog insulin. During the first attempt, the customer reused the tubing and did not observe drops of insulin exiting the tubing prior to the minimum fill notification. The customer then attempted two more cartridges, filled with 200 units of insulin, and new tubing. However, minimum fill notifications continued to occur. Tandem customer technical support (cts) guided the customer through loading a new set of supplies. After completing the fill process, the customer did not observe any drops of insulin exiting the end of the tubing during the fill tubing step. Insulin was only seen moving in the short piece of the tubing line. Further troubleshooting could not be performed to determine if there was a blockage in the tubing, as the customer abruptly ended the call. A blood glucose (bg) level of 425 mg/dl had been reported and an insulin injection had been delivered to address bg level. Review of pump data upload noted that the pump was registering loads of 60 to 70 units of insulin.